Event description:
It was reported that the patient presented to a scheduled procedure. During the procedure, the right ventricular (rv) lead exhibited high pacing impedance, high capture threshold and loss of capture. The lead was not used, and a new lead was implanted. There were no patient consequences.